Event description:
It was reported that after procedure the tool was stuck in the attachment, unable to remove. At the time of report there was no patient involvement.

Manufacturer narrative:
Product analysis:evaluation determined that device was received with a stuck bur. The likely cause of failure could not be determined. It was also noted that the distal bearing is detached. Laser markings are partially illegible. The painted color ring is faded. The tube is worn. At the distal, it's sharp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.